Event description:
The consumer reported that the patient was having an issue with their heart 1 week ago. The patient had irregular heart beat and chest pain during a physical therapy workout. This was due to a sudden change in therapy or symptoms. The patient thought the irregular heart beat and chest pain could be related to the patient's device or therapy. The patient was not having this problem until they had the device. The patient had notified an ER doctor and nurse and their generic doctor about their irregular heart beat and chest pain. The steps taken to resolve the irregular heart beat and chest pain were that the patient was seeing their internal medicine doctor and they changed some medications around. The patient was still having this problem. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.